Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that there was a set screw failure and the set screw on the implantable neurostimulator (ins) would not tighten on the lead. The rep thought that the setscrew was backed out too far by the health care professional (hcp). The ins was replaced with a new one. They were able to reprogram the device and the patient was getting stimulation in the same location as before. The patient recovered completely. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the manufacturer representative now had the battery. They had ordered a return mailer kit and would send in the ins as soon as they received the kit.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that they were not able to get the implantable neurostimulator (ins) as they thought. The hospital had the device and they thought it was in the gross pathology area. The manufacturer representative didn't believe they could get it back and if anything changed they would call back.